Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she had received treatment for bleeding,pain. Removal recommended by treating physician? Yes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. Event injury nos has been updated and new events 'pelvic pain', 'dysmenorrhea', 'abdominal pain', 'back pain', 'menorrhagia', 'metrorrhagia', 'genital bleeding' were added. Outcome of events pain (dysmenorrhea, pelvic pain, abdominal pain, back pain), bleeding (menorrhagia, metrorrhagia, genital bleeding) added as recovered. Reporter (lawyer) added and information updated. Product stop date added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: left cornual"), pelvic pain ("pelvic pain") and genital hemorrhage ("general abnormal bleed") in an adult female patient who had essure inserted (lot no. 14912077-inv, 802743) for female sterilization. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not undergo essure confirmation test"). The patient had a medical history of multiparous. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital hemorrhage (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhoea(cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods"), vaginal hemorrhage ("abnormal bleeding (vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and abdominal pain lower had resolved. The outcomes for uterine perforation, vaginal hemorrhage, migraine, nausea and fatigue were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital hemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure administration. The reporter commented: she had received treatment for bleeding,pain. Removal recommended by treating physician? Yes. Discrepancy noted in insertion dates: (B)(6) 2011. Discrepancy noted in date(s) of insertion: (B)(6) 010. Discrepancy noted in date(s) of removal: (B)(6) 2015. Lot number ( 14912077 ) is invalid. Lot number: 802743. Manufacture date: 2010-11. Expiration date: 2013-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left cornual'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 14912077-inv, 802743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test. The patient's medical history included multiparous. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal haemorrhage, migraine, nausea and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for bleeding,pain. Removal recommended by treating physician? Yes. Discrepancy noted in insertion dates: (B)(6) 2011. Lot number ( 14912077 ) is invalid. Lot number: 802743 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is not valid). On 23-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: left cornual'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 14912077, 802743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multiparous. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal haemorrhage, migraine, nausea and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for bleeding,pain. Removal recommended by treating physician? Yes discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received: lot no. Was added. New events - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), pain, fatigue, perforation (other) please describe and state the location of the perforation: left corneal were added. Reporter's information , patient demography, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: left cornual"), device breakage ("a fragmented silver metallic coil"), pelvic pain ("pelvic pain") and genital haemorrhage ("general abnormal bleed") in an adult female patient who had essure inserted (lot no. 802743) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not undergo essure confirmation test"). The patient had a medical history of pelvic pain in 2014 and multiparous. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral),anastomosis. And salpingectomy (bilateral)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and abdominal pain lower had resolved. The outcomes for uterine perforation, vaginal haemorrhage, migraine, nausea and fatigue were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: she had received treatment for bleeding,pain. Removal recommended by treating physician? Yes. Discrepancy noted in date(s) of insertion: (B)(6) 2010, (B)(6) 2011, (B)(6) 2011. Discrepancy noted in date(s) of removal: (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: procedure: robotic laparoscopic partial bilateral salpingectomy, hysteroscopy, examination under anesthesia pre and psot-operative: pelvic pain specimen: a. Right proximal tube and essure; b. Left proximal tube and essure final diagnosis: a. Partial salpingectomies, bilateral tubal ligations; robotic laparoscopic bilateral partial salpingectomies: segments of fallopian tubes (right and left). Gross description: right fallopian tube: a fragmented silver metallic coil-like structure, 2.5 cm in length x 0.2 cm in diameter, consistent with an essure device. Left fallopian tube: accompanying the specimen is a fragmented silver metallic coil-like structure, 2.5 to 1.3 cm in length x 0.1 cm in diameter, consistent with an essure device. Lot number ( 14912077 ) is invalid. Lot number: 802743 manufacture date: 2010-11 expiration date: 2013-11 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage¿¿. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: device breakage event added. Reporter and patient information,medical history,lab data,indication,non drug treatment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: left cornual"), device breakage ("a fragmented silver metallic coil"), pelvic pain ("pelvic pain") and genital haemorrhage ("general abnormal bleed") in an adult female patient who had essure inserted (lot no. 802743) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("did not undergo essure confirmation test"). The patient had a medical history of pelvic pain in 2014 and multiparous. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2014. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral),anastomosis. And salpingectomy (bilateral)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and abdominal pain lower had resolved. The outcomes for uterine perforation, vaginal haemorrhage, migraine, nausea and fatigue were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure administration. The reporter commented: she had received treatment for bleeding,pain. Removal recommended by treating physician? Yes discrepancy noted in date(s) of insertion: (B)(6) 2010, (B)(6) 2011, (B)(6) 2011. Discrepancy noted in date(s) of removal: (B)(6) 2015, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: procedure: robotic laparoscopic partial bilateral salpingectomy, hysteroscopy, examination under anesthesia pre and psot-operative: pelvic pain specimen: a. Right proximal tube and essure; b. Left proximal tube and essure final diagnosis: a. Partial salpingectomies, bilateral tubal ligations; robotic laparoscopic bilateral partial salpingectomies: segments of fallopian tubes (right and left). Gross description: right fallopian tube: a fragmented silver metallic coil-like structure, 2.5 cm in length x 0.2 cm in diameter, consistent with an essure device. Left fallopian tube: accompanying the specimen is a fragmented silver metallic coil-like structure, 2.5 to 1.3 cm in length x 0.1 cm in diameter, consistent with an essure device. Lot number ( 14912077 ) is invalid. Lot number: 802743 manufacture date: 2010-11 expiration date: 2013-11. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage¿¿. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.